Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right atrial (ra) lead due to high out of range pacing impedances, measuring greater than 2000 ohms. It was noted the patient experienced a fall. Troubleshooting was performed, which indicated the pacing impedances and thresholds were within normal limits for both the unipolar and bipolar configurations. The device was reprogrammed to the bipolar configuration and the physician will continue to monitor. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.